Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study that was missing 24 hours out of 48 hours and wanted to submit the study in for review. They reported that the recorder was on the patient's lap and not around the neck and it was beeping. The patient stated the monitor was around the patient's neck most of the time, but at times it was on the lap while watching television. The patient and parents stated that the monitor was beeping intermittently the entire time no matter if it was around the patient's neck or on lap. The patient's dad stated it sounded like a fridge door that was left open and it would beep for two minutes, be off for 10-20 minutes, then beep for two minutes. They stated it was beeping regardless if it was around the patient's neck or on the lap. The patient needs to repeat the study since not enough information gained from it, but the patient was concerned about financial ramifications of repeating study and also concerned about the recorder malfunctioning again, hence there was no schedule yet. The study will be sent in for review. There was no patient harm.